Event description:
It was reported that the patient thought she heard the alarm go off the morning of report, (B)(6) 2014. The patient later reported that the alarm started on (B)(6) 2014. The patient described hearing a critical alarm, but telemetry had not yet been performed. It was noted the alarm was occurring all day, every day including the day of report. The patient knew the sound it makes and ¿it stays with me¿. It was noted that the alarm sounded like an ambulance. The patient¿s prior refill occurred in may. The pump was supposed to be filled in 6 months. The patient did not have any health care professional (hcp) to fill the pump. The alarm was not as loud on (B)(6) 2014. Later, the patient noted the alarm getting louder. The patient was told they would go into morphine coma if they did not get the pump refill in 24-48 hours. The patient was in the hospital for 8 days, but was noted as being unrelated to the patient device or therapy. The patient was discharged from the hospital on saturday, (B)(6)2014. The patient was in the hospital be cause they threw up 15 times. Later it was reported that the pump was dry. The patient indicated their symptoms were sudden. The patient had increased back pain and 2 ulcers in her stomach by her morphine pump. One of the ulcers is eating away at her liver. The patient had pain in their chest and back. The pain started about 2 am in the morning on (B)(6) 2014 and woke her up. It was noted that the patient doesn¿t sleep well in the firstplace. It was later reported that the alarm was waking the patient up at night. The patient was scared that the pump would start pumping air into their spine and her spine was hurting so bad. It was noted that the patient called the emergency room. The patient reported that her back was hurting really bad where the catheter is, and began when the alarm went off. It was later reported that it had been four days and her pump was empty and the alarm was going off. The patient wanted to know the side effects. The pump had helped the patient to walk as the patient could hardly walk until they put the pump in. After the pump, the patient was able to get out of bed and walk on a walker and a cane, so she is wondering if this will happen when the pump is taken out. A catheter problem was reported and the patient wanted the pump taken out. The patient reported that the catheter was dried up and the patient did not know if that was why the patient¿s back had been bothering them. The patient had been hearing the alarm for 5 days and on the day of report, the alarm was real faint. The pump was used to infuse morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6)2013, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).